Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After the procedure, when the products were removed from the patient¿s body, blood pressure remained decreased and did not recover. When echocardiography was conducted, pericardial effusion was confirmed. Drainage was conducted. The patient¿s condition was stabilized, and the patient left the room. The patient improved. The patient required extended hospitalization for follow-up observation. It was considered that cardiac tamponade might have occurred when the ablation was conducted on laa (left atrial appendage) base or roof in la (left atrium). It might have been caused by the beeat catheter (japan lifeline), which was moved frequently inside of cardiac cavity. Steam pop was not confirmed. No abnormalities observed prior to or during use of the product. The activated clotting time (act) was around 300.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31374896l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).